Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: b)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
This report is based on information provided by philips technician and has been investigated by the philips complaint handling team. Philips received a complaint on the defibrillator indicating that display is not working. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A service quote has been provided to the customer. However, as of the date of closure of this complaint, the customer has not accepted quotation and the cause of the reported issue could not be determined. The engineer provided their analysis findings however we are unable to confirm the final disposition of the device because the customer has not accepted quotation. The investigation concludes that no further action is required at this time.